Event description:
It was reported that during a procedure using the arthroscopic magnumwire suture cutter, the device would not release when squeezing the handle. The procedure was ultimately completed using an arthrex cutter. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient identifier, gender, age and weight were not provided.